Event description:
It was reported that a stent partial deployment occurred. A 5.0mmx19mmx150cm wallstent endoprosthesis self-expanding stent was advanced for treatment. However, during the procedure, it was found that the stent was stuck and could not fully deployed even after the outer sheath was pulled to the end. There was a struggle in pulling the delivery system out of the patient. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that a stent partial deployment occurred. A 5.0mmx19mmx150cm wallstent endoprosthesis self-expanding stent was advanced for treatment. However, during the procedure, it was found that the stent was stuck and could not fully deployed even after the outer sheath was pulled to the end. There was a struggle in pulling the delivery system out of the patient. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified vessel.

Event description:
It was reported that a stent partial deployment occurred. A 5.0mmx19mmx150cm wallstent endoprosthesis self-expanding stent was advanced for treatment. However, during the procedure, it was found that the stent was stuck and could not fully deployed even after the outer sheath was pulled to the end. There was a struggle in pulling the delivery system out of the patient. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified vessel.

Manufacturer narrative:
Device evaluated by MFR: the wallstent uni was returned for analysis. The device was received with the stent already deployed from the delivery system. A visual examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified the device was partially deployed. A visual and tactile examination identified no issues.